Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited low out of range on the right ventricular (rv) lead. There were no stored episodes with noise. Technical services recommended troubleshooting options. No adverse patient effects were reported. This product remains in service.